Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient experienced significant visual disturbances both positive and negative dysphotopsia. At nighttime all the lights have large halos almost like a kaleidoscope. She avoids driving at night because of the danger and also have glares off of some lights. Her most troublesome issue was the negative dysphotopsia in both eyes. In the left eye, in particular she was experiencing constant shadow and dark line that moves depending on her focal point. Her vision was worse with visual disturbances. In addition, she was experiencing almost constantly dizzy and can barely do much work on her computer. She also stated that, the lens was implanted correctly but still experiencing the issues. Additional information was received, patient had very difficult time adjusting to the new lens. Patient vision was good, but she was experiencing visual disturbances. There are two medical device reports associated with this patient. This report is associated with the left eye.